Event description:
It was reported that port was implanted in 2004 left subclavian. During subsequent treatment, it was noted that infused drugs were leaking around the port. Port/catheter was exchanged in 2005. There were no associated pt complicati0ns.

Event description:
It was reported that port was implanted in 12/2004 left subclavian. During subsequent treatment, it was noted that infused drugs were leaking around the port. Port/cathter was exchanged in 02/2005. There were no associated patient complications.